Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on device follow up it was noted that right atrial (ra) lead had dislodged due to twiddler syndrome. Sensing and thresholds had increased on the ra and the right ventricular (rv) leads also. Chest x-ray showed dislodgement and loss of slack in both leads and leads twisted. Insulation breach was suspected on the ra lead. The ra lead was removed and replaced. Rv lead simply had slack put back and remains in use. No further patient complications have been reported as a result of this event.